Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with more than 300 units of cold insulin. The customer's blood glucose level ranged from 74-82 (mg/dl). The customer reloaded the cartridge successfully and received an accurate fill estimate.